Manufacturer narrative:
This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review cannot be performed as the lot number is unknown. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported through a legal notice that the patient had surgery on (B)(6) 2011 during which time arthrex implants were surgically implanted in the patient's right shoulder. Arthrex bio-composite screw and arthrex bio-composite swivelocks were mentioned in the notice received. On (B)(6) 2012, patient had an MRI performed due to pain. At that time it was discovered that the more anterior fixation device implanted in the patient's right shoulder became loose and broke into two pieces. The notice also indicated that the patient required subsequent surgeries but no details were given. The catalog number involved in the event was not received so we are using the most likely device part number based on sales information.